Event description:
The customer reported that their pump screen was dark and wouldn't turn on, and the quick bolus/wake button was difficult to press. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.